Manufacturer narrative:
No technical services were requested or performed for the reported event. A company representative adjusted system parameters and was not able to resolve the incomplete flap creation. Potential contributing factors include anatomical abnormalities or patient movement, which should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Contraindications include: patients with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).

Event description:
A doctor reported during an incomplete side cut occurred during a corneal flap creation. Reporter indicated at the eleven o'clock position a blade was used to manually complete the flap, and excimer treatment was performed. No additional information is expected.